Manufacturer narrative:
The customer stated they had to run qc nine times at startup because they were repeatedly out of range for "one level or the other". The customer then calibrated twice before running the samples. The field service engineer (fse) ran a precision check, ise performance check, and calibration and qc check. All checks met acceptance criteria. The investigation is ongoing.

Event description:
There was a complaint of questionable ise sodium results for 2 patients tested with a cobas c111 module. The questionable results were not reported outside the laboratory. Patient 1¿s initial result was 118 mmol/l; the repeat was 135 mmol/l. Patient 2¿s initial result was 122 mmol/l; the repeat was 137 mmol/l. The customer believes the repeated result to be correct. The sodium electrode used was lot 21512647 and had an installation date of (B)(6) 2021.

Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a performance issue of reagent or instrument. The system's alarm trace was requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.